Event description:
It was reported that the patient had a revision of a 54mm continuum uni hole cup for pain. There was suspected iliopsoas irritation, which was confirmed upon examination of the cup orientation in-situ. The cup was subsequently explanted, and a new cup was placed with less anteversion, to reduce the chance of iliopsoas rubbing and irritation. No additional information.

Manufacturer narrative:
(B)(4). Report source: foreign: country: new zealand. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned; however, the item number was identified. The lot identification was not provided and is necessary for a review of the device history records. The additional information does not change the outcome of the previous investigation. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned, or pictures provided; visual and dimensional evaluation could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records and compatibility checks, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.